Event description:
Procedure: lap colectomy. Reportedly, the instrument was used successfully on 15+ applications then the surgeon suddenly had trouble opening the instrument and the knife blade would not retract. The handle was broken in an effort to open the jaws to remove it from tissue. No ill-effects to the patient was reported.